Event description:
During a superficial femoral artery (sfa) and iliac stenting procedure, the physician tried to deploy each stent, but the stents jumped a little bit and could not cover the whole lesion (both illiac and superficial femoral artery (sfa)), so he overlapped with two other stents. There was difficulty encountered while advancing/tracking the sds towards the lesion due to vessel tortuosity. An 8x060 smart stent was implanted at the sfa and a 12x40 in the iliac. The additional stents placed to cover the lesions were placed proximal and overlapped 12mm. All stents implanted expanded fully with good wall apposition. The vessels were had mild calcification. The sfa had 72% stenosis and the iliac had 80%. The stents were stored and inspected according to IFU. Nothing unusual was noticed on the product prior to use. Thrombus was not noted post deployment. The patient did not experience any adverse events.

Manufacturer narrative:
During the procedure a 7f avanti+ sheath, 8f vistabritetip ig and powerflex p3 6x4 balloon were used. While attempting to deploy a stent in each the superficial femoral artery (sfa) and iliac artery the stents jumped a little bit and did not cover the entire lesion. Two additional stents were placed to fully cover the lesion. It was noted that difficulty was encountered while advancing/tracking the sds towards the lesion due to vessel tortuosity, mild calcification and a 72% stenosis in the sfa and an 80% stenosis in the iliac. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed. The review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00336 and 9616099-2010-00337.